Manufacturer narrative:
Product event summary #analysis information -- (B)(4) product ID# (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted by the analyst that the helix extends and retracts within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to extend the helix of the lead. The lead was removed and attempted to extend the helix outside the body which resulted in the same issue. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.